Event description:
The device would not provide atrial sensing or impedance values. The pt is in afib with rvr about 80 bpm. Atrial pacing with non capture was achieved in aai, but no atrial impedance.